Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the right atrial lead was replaced on (B)(6) 2019. No further information was available.

Event description:
New information reported that the lead had dislodged and failed to sense. The lead was removed and replaced on (B)(6) 2019. The patient was stable post-procedure.